Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the reservoir had occlusion. Customer stated that he had trouble getting drops out. Customer stated he pressed the act buttons but no drops coming out and received no delivery alarm. Troubleshooting was done. Customer's blood glucose was 139 mg/dl. Changing the reservoir resolved the issue. Customer will return the reservoir for inspection. No further information provided.